Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that they did the replacement case this morning to an pc and the hospital policy is to send the old ipg to pathology first. They will notify when it¿s ready.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced multiple ongoing issues with the wireless recharger for a deep brain stimulation implantable pulse generator. The patient described persistent trouble achieving and maintaining a connection between the recharger and the implantable neurostimulator, requiring the recharger to be pressed firmly against the chest and the patient to remain very still to maintain connection. Charging sessions reportedly took hours instead of minutes, and the recharger became hot against the skin during prolonged use, causing discomfort and necessitating breaks to allow the device to cool down. The patient reported frustration and distress due to these difficulties. Additional concerns included the battery depleting rapidly due to high stimulation settings, the implant feeling lumpy, and the sensation of a large wire across the area. The patient, who was born with essential tremor, indicated that their body was "eating the batteries" because of the high settings. Despite receiving a replacement recharger, the connection issues persisted, with the recharger continuing to disconnect unless pressed deeply against the chest and the patient remained very still. The stimulator was placed in one of the same pockets from a prior procedure, and the patient did not notice any movement of the device. The patient was redirected to their healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that the replacement recharger did not resolve the issues and the appointment with the doctor is pending.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that the patient called again last week and met with doctor and rep for troubleshooting with the new charger. Charger was still having difficulty staying paired with the device without pressing down on it. Doctor and the patient discussed replacement with a pc rather than an rc. Surgery scheduled on (B)(6).

Event description:
Additional information was received adding that the patient's chest and battery got hot. They stopped at 80% because their chest was burning and it kept beeping and telling them to reposition even though they were not moving. The etiology was indicated as probably related to device or therapy; ins and possibly related to implant procedure. Ins replacement resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.